Event description:
It was reported the deflectable videoscope's serial number didn't appear on the screen, but the model number did. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (10) years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, olympus presumed that electrical stress was applied to video connector during user handling, causing the suggested event. However, we could not specify the cause of the suggested event. The suggested event is detectable/preventable by handling the device in accordance with the following instructions for use. -inspection of the endoscopic image olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is (B)(4).